Event description:
It was reported that there was a crack in the case of the insulin pump. The drive support cap was damaged; it was sticking out. The customer had not pressed on the cap while connected to the insulin pump. The insulin pump had not been dropped or bumped. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, a missing end cap sticker, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a broken reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.